Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was identified before use during storage. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 10, 2014 to november 11, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black mark on the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.